Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4)_1644408-2025-00823; 348-16-705, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Infection. Poly swap. 76 yr old.